Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the physician repositioned the lead three times. The helix was not coming out well. The physician would use 30 turns for each reposition, and then would stop and manipulate the lead and the helix would suddenly come out. The patient was in atrial flutter and the lead was not consistently sensing the flutter waves. Then the impedance measurements were greater than 3000 ohms. There was a suspected fracture of the lead. The helix would not move at that time, and therefore was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.